Manufacturer narrative:
The field service engineer (fse) observed the fluid leak under the laser and discovered the flow cell sample tubing had come off. The fse replaced the flow cell sample line tubing to resolve the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported less than ten (10) milliliters of diluted blood leaked outside the instrument, under the mix chamber and onto the counter involving coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield at the time of the event and during troubleshooting. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has a biohazardous spill cleanup procedure and an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.